Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-apr-10. It was reported that the previous refill at which the same issue was observed occurred on (B)(6) 2017. It was indicated as troubleshooting performed and actions taken to resolve the issue that negative aspiration was attempted, the patient was scheduled for a (B)(6) study, and they would further negatively aspirate for air at the next pump visit. It was noted that they did not have a certain cause yet and that the issue was not yet resolved. The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturing report #3004209178-2017-15798 [catheter revision] was previously reported. Additional information regarding that event will be reported under this manufacturing number #3004209178-2017-07927 [unable to fill pump] due to the new information that the revision was a pump and catheter replacement due to the pump not accepting more than 30 ml of pump medication. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal hydromorphone 20 mg/ml at 1 mg/day via an implantable pump for non-malignant pain. It was reported that catheter event occurred. It was unknown if the catheter event had been confirmed. A catheter revision occurred. There were no symptoms reported. The event date was unknown. There were no further complications reported. Additional information was received from a healthcare provider (hcp) and a manufacturing representative. It was reported that the case was cancelled. They were waiting for the patient¿s follow up appointment to further troubleshoot. The surgical follow-up appointment was scheduled for ¿last friday¿ (from (B)(6) 2017). The manufacturing representative went out to the clinic, but they had canceled that appointment since he did not have surgery. The manufacturing representative requested that [the device manufacturer] be notified of his next appointment, which had not occurred yet. It was noted that the noted that the patient had been a ¿no show¿ for several appointments and had been accused of sneaking medication, and the patient came in for a pre-op visit on (B)(6) 2017. It was also noted that the patient had a pump and catheter implanted in (B)(6) 2016 as part of a normal pump replacement due to battery depletion. The information above was previously reported under manufacturer report #3004209178-2017-15798. Additional information was received from a healthcare professional (hcp) on 2017-aug-22. It was clarified that the patient¿s ¿catheter revision¿ appointment on (B)(6) 2017 was a pump and catheter replacement due to the pump not accepting more than 30 ml of pump medication. However, when the patient arrived on (B)(6) 2017, it was noted that the patient had bad cellulitis on their legs that was not related to the pump and the surgery was cancelled. No follow-up was scheduled and the physician assistant did not know the patient¿s current status as the patient lived in assisted living and was difficult to contact. It was indicated that the patient¿s weight was 260 lbs. It was reported that the patient did not have a previous pump as of (B)(6) 2014 when they became a patient at the practice but it was noted that the patient had a pump trial on (B)(6) 2017 and no issues were mentioned. It was confirmed that the patient¿s pump was permanently implanted on (B)(6) 2017. It was indicated that no further information was available. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer¿s representative on 2017-jun-20. It was reported that with the current pump refill that day (B)(6) 2017 they were encountering the same issue of only being able to refill with 33 cc of drug. It was noted that with the last pump refill a catheter dye study was done and everything was fine with that. It was indicated that the manufacturer's representative to the hcp to do a lateral x-ray to determine if the bellows/reservoir area looked normal and that they would also confer with the hcp to determine if hyperbaric treatment or scuba diving had occurred. Pertinent information including the locked reservoir valve procedure and forcing pfns in the reservoir with a small syringe was reviewed as troubleshooting. The manufacturer's representative was emailed the refill kit technical manual to forward to the hcp per the request. It was noted that the drug in the pump was dilaudid [20 mg/ml] at an unknown dose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the representative was notified that day of a patient that the hcp had done a refill on that day and they were only able to get 30 ml of drug in the pump reservoir. It was noted that it was the second time that it had happened as it happened at the refill previous to this one also, date asked but unknown. It was indicated that as it related to the refill procedure, there was nothing unique otherwise. It was unknown if the patient had any recent medical procedures (i.e. Hyperbaric's). It was noted that the hcp was planning on a catheter access port (cap) dye study. It was discussed to consider rinsing the pump reservoir with preservative free normal saline (pfns) and aspirating any possible air from the reservoir. No symptoms or complication were reported.

Manufacturer narrative:
The statement in the previous manufacturer report #3004209178-2017-07927 follow up # 002 of "it was reported that with the current pump refill that day ((B)(6) 2017) they were encountering the same issue of only being able to refill with 33 cc of drug" was corrected.

Event description:
It was reported that with the current pump refill that day ((B)(6) 2017) they were encountering the same issue of only being able to refill with 30 cc of drug. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on (B)(6) 2017. It was reported that a successful dye study was performed as troubleshooting related to the issue with only being able to refill the pump with 30 cc of drug. It was indicated that they attempted to empty and fill the pump as actions taken to resolve the refill issue. It was noted that the cause of the refill issue was not yet determined and had not yet been resolved. No further complications were reported.